Event description:
A report was received that the patient underwent a non-device surgery and since then the patient has been experiencing difficulty charging her ipg. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient's ipg was explanted and a new ipg was implanted. The patient is reportedly doing well. Explanted ipg will not be returned to bsn as it was discarded by medical facility. A review of the manufacturing documentation of the ipg device found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(6) 2012.

Event description:
A report was received that the patient underwent a non-device surgery and since then the patient has been experiencing difficulty charging her ipg. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).